Manufacturer narrative:
Follow-up received on 10-oct-2016 quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pelvic pain / severe cramping (interpreted as pelvic pain) and heavy bleeding (genital haemorrhage). Plaintiff undergo a surgery to remove the essure coils and, after a suspect of expulsion, it was noticed that the missing coil was in her body on the right side of her pelvic area / migrated coil in her pelvic area (device dislocation). A new surgical procedure will be required. The events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between excruciating pelvic pain / severe cramping and heavy bleeding and essure cannot be excluded. Also, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion to uterus/out of the body, dislocation into fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity. In this particular case, it was reported that the missing coil migrated to plaintiff's pelvic area. Considering the information received for this case and the nature of device migration/ dislocation, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, other non serious events were reported. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("missing coil was in her body on the right side of her pelvic area / migrated coil in her pelvic area"), pelvic pain ("excruciating pelvic pain / severe cramping/pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 755623-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), hormone level abnormal ("hormone values changed") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("pain with intercourse/dyspareunia (painful sexula intercourse)"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), libido decreased ("low sex drive"), inflammation ("chronic inflammation"), back pain ("back pain"), hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy") and the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (diagnostic laparoscopy, diagnostic hysteroscopy and removal of left essure device) and surgery (hysteroscopy with removal of left essure device). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, libido decreased, dyspareunia, inflammation, back pain, hypersensitivity, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, urinary tract infection, allergy to metals, the last episode of dysmenorrhoea and hormone level abnormal outcome was unknown. The reporter considered allergy to metals, back pain, cystitis, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, inflammation, libido decreased, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: successful placement of coils: r- 3, l- 4. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain most recent follow-up information incorporated above includes: on 28-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('wire fragment migrated into the adjacent myometrium'), embedded device ('missing coil was in her body on the right side of her pelvic area / migrated coil in her pelvic area/migration of essure device location of device: right coil not located in fallopian tube/ wire fragment migrated into the adjacent myometrium'), device expulsion ('missing coil was in her body on the right side of her pelvic area / migrated coil in her pelvic area/migration of essure device location of device: right coil not located in fallopian tube/ wire fragment migrated into the adjacent myometrium') and pelvic pain ('excruciating pelvic pain / severe cramping/pain') in a 36-year-old female patient who had essure (batch no. 755623-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring. Concurrent conditions included dysfunctional uterine bleeding, adenomyosis, paratubal cyst and uterine bleeding. Concomitant products included ibuprofen. In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("pain with intercourse/dyspareunia (painful sexula intercourse)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and was found to have hormone level abnormal ("hormone values changed"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain ("back pain"), hypersensitivity ("allergic reaction"), genital haemorrhage ("heavy bleeding"), libido decreased ("low sex drive") and inflammation ("chronic inflammation"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy, repair of cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, device expulsion, pelvic pain, back pain, dysmenorrhoea, dyspareunia, hypersensitivity, allergy to metals, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, libido decreased, inflammation, cystitis, urinary tract infection and hormone level abnormal outcome was unknown. The reporter considered allergy to metals, back pain, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hormone level abnormal, hypersensitivity, inflammation, libido decreased, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: successful placement of coils: r- 3, l- 4. Leave taken from this job or other job for medical reasons-essure removal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 21-feb-2020: medical record received. Event per mr: wire fragment migrated into the adjacent myometrium. Event genital haemorrhage was downgraded to non-serious. Date of essure removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('wire fragment migrated into the adjacent myometrium'), embedded device ('missing coil was in her body on the right side of her pelvic area / migrated coil in her pelvic area/migration of essure device location of device: right coil not located in fallopian tube/ wire fragment migrated into the adjacent myometrium'), device expulsion ('missing coil was in her body on the right side of her pelvic area / migrated coil in her pelvic area/migration of essure device location of device: right coil not located in fallopian tube/ wire fragment migrated into the adjacent myometrium') and pelvic pain ('excruciating pelvic pain / severe cramping/pain') in a 36-year-old female patient who had essure (batch no. 755623-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring. Concurrent conditions included dysfunctional uterine bleeding, adenomyosis, paratubal cyst and uterine bleeding. Concomitant products included ibuprofen. In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("pain with intercourse/dyspareunia (painful sexula intercourse)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and was found to have hormone level abnormal ("hormone values changed"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain ("back pain"), hypersensitivity ("allergic reaction"), genital haemorrhage ("heavy bleeding"), libido decreased ("low sex drive") and inflammation ("chronic inflammation"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy, repair of cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, device expulsion, pelvic pain, back pain, dysmenorrhoea, dyspareunia, hypersensitivity, allergy to metals, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, libido decreased, inflammation, cystitis, urinary tract infection and hormone level abnormal outcome was unknown. The reporter considered allergy to metals, back pain, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hormone level abnormal, hypersensitivity, inflammation, libido decreased, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: successful placement of coils: r- 3, l- 4. Leave taken from this job or other job for medical reasons-essure removal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2010 for permanent birth control. Sometime following the procedure, plaintiff began suffering from excruciating pelvic pain, severe cramping, heavy bleeding, low sex drive, pain with intercourse, chronic inflammation, back pain, allergic reaction, and more. There was no indication to her that the symptoms were related to the essure device inside her body. In or about (B)(6) 2015, she was forced to undergo a surgery to remove the essure coils. At the time of the surgical procedure, she was informed that only one coil could be located and the other had likely flushed out of her body at some point following the implant. Upon information and belief, in or around (B)(6) 2016, she underwent testing which revealed the missing coil was, in fact, still in her body on the right side of her pelvic area and, upon information and belief, will require another surgical procedure to remove. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pelvic pain / severe cramping (interpreted as pelvic pain) and heavy bleeding (genital haemorrhage). Plaintiff undergo a surgery to remove the essure coils and, after a suspect of expulsion, it was noticed that the missing coil was in her body on the right side of her pelvic area / migrated coil in her pelvic area (device dislocation). A new surgical procedure will be required. After essure insertion abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between excruciating pelvic pain / severe cramping and heavy bleeding and essure cannot be excluded. Also, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion to uterus/out of the body, dislocation into fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity. In this particular case, it was reported that the missing coil migrated to plaintiff's pelvic area. Considering the information received for this case and the nature of device migration/ dislocation, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("missing coil was in her body on the right side of her pelvic area / migrated coil in her pelvic area"), pelvic pain ("excruciating pelvic pain / severe cramping/pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 755623) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), hormone level abnormal ("hormone values changed") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("pain with intercourse/dyspareunia (painful sexula intercourse)"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), libido decreased ("low sex drive"), inflammation ("chronic inflammation"), back pain ("back pain"), hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy") and the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysteroscopy with removal of left essure device) . At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, libido decreased, dyspareunia, inflammation, back pain, hypersensitivity, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, urinary tract infection, allergy to metals, the last episode of dysmenorrhoea and hormone level abnormal outcome was unknown. The reporter considered allergy to metals, back pain, cystitis, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, inflammation, libido decreased, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), nickel allergy, dysmenorrhea (cramping), hormone values changed and dysmenorrhea (cramping). Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.